Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, the patient underwent fusion surgery in which rhbmp-2/acs was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with: lytic spondylolisthesis, l4-l5. Lumbar spinal stenosis, l4-l5 and underwent the following procedures: posterolateral fusion, l4-l5. Posterior lumbar interbody fusion, l4-l5. Lumbar laminectomy for decompression, l4-l5. Posterior instrumentation, l4-l5. Insertion of intervertebral device at l4-l5. Bone morphogenic protein. Dynamic free-run emg with nerve conduction studies. As per op-notes,¿ posterior lumbar interbody fusion was performed. Rectangular annulotomy was made from the right side. Cutting reamers were used to remove disc off the endplate, and the appropriate sized intervertebral device was packed with bone morphogenic protein and autograft and inserted into the intervertebral space. Final ap and lateral c-arm fluoroscopic imaging showed excellent placement of instrumentation and our interbody device at l4-l5.¿ the patient tolerated the procedure well without any intra-operative complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.